Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump alarm button error. Customer's blood glucose was 160 mg/dl. The customer already reverted to a back up plan. The customer stated that all buttons were unresponsive. The customer doesn't recall any significant event leading to the alarm. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and stick to a backup plan.

Manufacturer narrative:
The insulin pump buttons functioned properly no button error alarm noted during testing. However, unit had corroded keypad traces. Unit had cracked battery tube threads, reservoir tube lip, minor scratched display window and cracked case at display window corners.